Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block a1: (B)(6). Block e1 (initial reporter phone): the other phone is (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block a1, block b5, block b7, block e1 (initial reporter last name), block e1 (initial reporter phone), and block h10 have been updated based on the additional information received on april 3, 2023.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on april 3, 2023: the device was assembled properly onto the gastroscope and then it was inserted into the patient. The physician suctioned the varices and then deployed the band; however, the band started to deploy from the distal end of the ligator. The same thing happened when the physician deployed the band into the next varices, no bands were ligated on those particular varices. The physician immediately removed the device, and the procedure was completed with another speedband superview super 7.